Event description:
It was reported that increased capture threshold and an impedance issue were observed. Clavicular crush and insulation damage suspected. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the insulation breached and clavicular crush damage.